Event description:
Information was received that a smiths medical pneupac parapac ventilator alarm bezel was cracked. It was also reported the unit's timing was "out of spec". No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one pneupac mechanical ventilator was received in fair condition. The technician observed that the gray bezel was cracked and the manometer needle was outside the white box on the gauge. The needle was resting at -3 cmh2o, which was outside the tolerance of +/- 2 cmh2o. The unit was functionally tested and the reported timing problem was not confirmed. The technician replaced the gray bezel (part number 510-1834) and manometer (part number 510-2385). The unit passed all functional checks.